Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2019. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the two (2) ultra clamps leaked from an unspecified location. This occurred during filling of peritoneal dialysis therapy. It was further reported that "the red clamp did not fully close off the tube and fluid passed into the drain bag." There was no patient injury or medical intervention associated with this event. No additional information is available.